Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during setup, a peg within the magnetic latch block, a component of the aquabeam handpiece articulating arm, broke. As a result, the aquabeam motorpack/aquabeam handpiece assembly could not be attached to the aquabeam handpiece articulating arm. The procedure was converted to photo vaporization of the prostate. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H6. Component code = 4756 - aquabeam handpiece articulating arm, a re-usable component of the aquabeam robotic system, connects to standard surgical bedrails and rigidly fixes the motorpack/aquabeam handpiece assembly in position relative to the patient. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
N/a.

Manufacturer narrative:
H.3. Device evaluation: the defective magblock was returned for investigation. Upon visual inspection of the magblock, it was observed that the rod was broken inside the magblock. Functional testing was conducted by placing the magblock on a demo articulating handpiece arm. The magblock could not retain its position and continued movement without depressing the black button on the magblock. Reported failure mode was confirmed. Root cause is mechanical component failure the rod was observed to be broken. Root cause source is undeterminable. A review of the device history record (DHR) for the ab2000/serial number (B)(6)/ and aquabeam handpiece articulating arm/ lot number 21c00823 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following: section 11.2.18 physician: handpiece articulating arm locking: once the aquabeam handpiece and motorpack are ready to be attached to the handpiece articulating arm, squeeze the release trigger on the handpiece articulating arm and reposition such that the magnetic plate on the motorpack attaches to the arm. Turn the magnetic latch actuation knob on the handpiece articulating arm clockwise so the indicators align. Warning: ensure the motorpack magnetic latch is pointing towards the black indicator. Clear excess drape from the magnetic plate on the motorpack. Patient/user injury could occur with unanticipated movement of the motorpack. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.